Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the consumer had experienced irritation of the right eye (od) after wearing contact lenses for about one week. The consumer went to an urgent care facility and received eye drops to treat an abrasion (od). The urgent care facility advised the consumer to follow up with their ecp for further examination. The consumer followed up with their ecp, and upon closer examination, the ecp found a corneal ulcer (od). A reasonable and good faith effort was made to obtain additional information without results.

Event description:
Cvi is in receipt of additional information provided by the patient's ecp. The patient was prescribed ciprofloxacin by an urgent care facility and followed up with their ecp, where tobradex was prescribed to treat a small corneal ulcer (od). The ulcer is resolving and the eye is getting better with some infiltrates still present. The ecp advised to taper off tobradex and use a lubricant drop. The patient was advised to return if not resolved, but the patient has not returned for a follow up. At this time, it is unknown if this event has resolved. It was also reported that the patient slept in lenses and was over wearing the lenses.